Event description:
Same case as 60000093-2004-1494. During a ptca/stenting treatment procedure, the stent dislodged. The physician used a.014" bmw universal guidewire to cross the occluded om1/om2 saphenous vein graft lesion. He inserted an export catheter over the wire and aspirated thrombus from the graft, then removed the export catheter. He placed a 190 cm filterwire in the graft site and delivered an express2 4.5/24 mm stent catheter over the filterwire. He deployed the stent in the proximal graft site at 16 atms for 30 seconds, then removed the delivery balloon. He subsequently delivered an express2 4.5/32 mm stent catheter over the filterwire. He deployed the stent in the proximal graft site at 16 atms for 31 seconds, then removed the delivery balloon. He removed the filter wire with its retrieval catheter. A new 190 cm filterwire was inserted into the graft site and thrombus was again aspirated with an export catheter. The export catheter was removed and an express2 5.0/32 mm stent catheter was delivered over the filterwire, but would not cross the lesion and became lodged in the previously placed stents when removal was attempted. An express2 4.5/16 mm stent catheter was delivered over the filterwire, but would not cross the lesion and also became lodged. The physician attempted a quantum maverick 5.0/20 mm balloon and a maverick 2.0/15 mm balloon, but neither one would cross. A. 014" wiggle wire was inserted through the stents and an ivus catheter used to visualize the undeployed stents in the graft. A 7.0mm micro snare was delivered over the filterwire with successful removal of the express2 4.5/16mm stent, but it was unsuccessful in retrieving the express2 5.0/32mm stents. Further attempts to snare and deploy the lodged stent with balloons were unsuccessful. An intra aortic balloon pump was placed while patient awaited readiness of the surgical suite. Current patient status is reported as fine.